Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp. For evaluation. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. When the olympus staff visited the user facility, the staff confirmed that the precleaning was not carried out properly by the user facility. In addition, the microbes were detected as follows, from the water used by the user facility to collect samples. - one cfu/ml (ralstonia pichettii) .- four cfu/ml (aeromonas hydrophila). - one cfu/ml (bacillus cereus). The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a surveillance culturing conducted by the user facility, the instrument channel, the air/water channel and the suction channel of the subject device tested positive for the microbes. - the instrument channel: ralstonia pickettii (3 cfu / ml), pseudomonas nitroreducens (7 cfu / ml) - the air/water channel: aeromonas hydrophila (3 cfu / ml), ralstonia pickettii (10 cfu / ml) - the suction channel: lactobacillus sp (4 cfu / ml), aeromonas hydrophila (3 cfu / ml), ralstonia pickettii (4 cfu / ml), herbaspirillum aquaticum ( 2 cfu / ml) the subject device had been reprocessed with an olympus automated endoscope reprocessor model minietd-2 (not available in the USA) using peracetic acid. There was no report of infection associated with this report.